Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the graft made by the device was torn and shredded. On (B)(6) 2016, it was clarified that the issue occurred during surgery. The surgery time was not extended and there was no harm/injury to a patient or operator during the event. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on (B)(6) 2016 revealed that there was no apparent damage to the ratchet handle. The roller was dirty, cosmetic in nature. The cutter had bent blades in the center. There was cosmetic damage to the bottom plate and handle of the device. The side plate handle screws were all tight. The device was tested and did not pass the test mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged cutter and roller. The side plates and handle were also oiled. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.73 rev. 24. The reported event ¿that the graft made by the device was torn and shredded¿ was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the cutter, the roller, the side plates were defective. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the cutter, the roller, the side plates were defective.. The root cause of the reported event could not be specifically determined with the provided information. The issue was resolved with the replacement of the damaged cutter and roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the graft made by the device was torn and shredded during surgery on a cadaver. No adverse events were reported as a result of this malfunction.